Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate product. Associated MDR #1225714-2013-02537.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unk date after the use of the product.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-02537 . Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received alleges that the pt experienced a second cardiac event approx . Ten months later, and that both the first and second events were of a sudden nature. The pt expired approx two and a half years after the second event, all of which was allegedly caused by the pt's exposure to the product administered during dialysis treatment.